Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the moisture could not be wiped from the scope causing an unclear image.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure:water damage . Confirmed failure: outer tube damaged (bent, dented),moisture ingression at distal end probable root cause: poor mate between cannula and endoscope (i.e. Speedlock or j-lock feature). Poor fit between endoscope needle and cannula. Use error . The device manufacture date is not known.

Event description:
It was reported that the moisture could not be wiped from the scope causing an unclear image.